Event description:
Complainant alleged that during biomed testing, the device was intermittently unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It is important to mention that the event battery was not returned for eval as part of this investigation. The devices ac charger assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.